Event description:
It was reported, the light source displayed e216/b30 scope communication error messages. There were no reports of patient harm.

Manufacturer narrative:
Technical assistance center lost contact with the caller and subsequently attempted to reach them without any success to complete troubleshooting. Remedial action already attempted on one scope included cleaning the contacts with isopropyl alcohol and a dust-free rag/cloth, hot swapping, power cycling down the tower, and removing the scope. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and e1. Additional information added to field h6 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the scope communication error b30 was not confirmed, it likely occurred due to the contact failure of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source displayed b30 scope communication error messages. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.